Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure the surgeon observed metal filings falling into the joint space with the use of a lupine spiral fluted drill bit. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Devices discarded at user facility.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical evaluation. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this, however, other similar devices with the same failure mode have historically been attributed to the following hypothesis: we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was them duplicated. Outside of this hypothesis and consideration, we cannot discern any other root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.